Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Oto exemption number e2014015. Total number of events summarized - 42. Restorelle - 34. Novasilk - 8 - attachment: [fph oto asr feb-mar 2017.zip].

Event description:
As reported to coloplast though not verified, patient's legal representative stated pelvic, abdominal and vaginal pain, sui, uti, cystocele, dyspareunia, oab, urinary incontinence.